Event description:
This report summarizes 3 malfunction events, where it was reported the clinician is not alerted/aware of possible patient fall condition. There was no patient involvement.

Manufacturer narrative:
The device that was pending evaluation was not made available by the customer; the reported issue was not confirmed.

Manufacturer narrative:
This record is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program.   2 devices were functionally/visually inspected in the field. The devices were repaired and returned to use. 1 device is pending evaluation.   There was no remedial action taken.  This device is not labeled for single use.

Event description:
This report summarizes 3 malfunction events, where it was reported the clinician is not alerted/aware of possible patient fall condition. There was no patient involvement.